Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states user alleges right motor will intermittently lock up when driving forward, causing chair to turn sharply to the right.